Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a white speck, similar to the cartridge septum material, in the insulin vile after the syringe was inserted into the vile to retract insulin after air was removed from the cartridge during the load process. The customer's bg level was 153 mg/dl. Reportedly, the customer continued to use the cartridge.